Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Additionally, what the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the air/water channel of the gastrointestinal videoscope was blocked. The issue was found during maintenance. The device was returned and an evaluation revealed foreign debris protruding from the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no procedure involvement and no patient involvement.

Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. The device had an obstruction in the air/water nozzle which appeared to be white plastic like material. A comprehensive leakage check was completed, the device was not leaking. There were few additional findings. The light cover glass was chipped and the adhesive was worn out. The optical cover glass adhesive and distal end adhesive was worn out. The colored ring around the suction cylinder was worn out. Angulation in all directions failed to meet specifications. Angulation in the left angle was difficult and the angulation locking malfunction was noted in the up/down direction. The air channel volume and water channel volume did not meet the standard value. The water flow and water removal ability failed to meet the specifications. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.